Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed, that it was functioning properly and passed all functional testing. After testing, it was concluded, that the device operated within specifications. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received, with scratched case, during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0870 inches. All buttons function properly. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection. And found no moisture or component damage on the electronics, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly, during visual inspection. No stuck key alarm found in the daily history. The force sensor offset measured within spec range, during testing (22.4 mv). In summary, pump passed, all required testing. The force sensor is within specification. Keypad/buttons functioned properly, during analysis and passed all required testing. Buttons is slow to respond and won't give message to start sensors was not confirmed. Cosmetic damage confirmed, on the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was in a car accident while using the pump as a passenger and was hospitalized. The car accident led the customer to go into a coma and hospitalization. The customer reported the insulin pump was not responding while trying to start up again. It was reported that the buttons were slow to respond and the pump won't give messages to start sensors. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported event. The customer reported a keypad anomaly and/or stuck button alarm. Buttons became responsive again after replacing the battery. No further patient complications were reported. A product return for mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.